Manufacturer narrative:
Device display properly and no missing segment or partial display or black pot anomaly noted. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 458 mg/dl. Customer had manual injection but she did not know how much to deliver. Customer also stated that insulin pump received motor error alarm. Customer was able to clear and able to rewind the insulin pump. Customer stated drive support cap was normal. Customer stated insulin pump receive no delivery alarm and the infusion set cannula was break. The insulin pump will not returned for analysis.